Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a kidney resection procedure, the stapler locked upon initial firing inside the patient while they were trying to take the renal vein. They had to place an additional port and use clips to take the vein and cut the stapler off the tissue while inside the patient. After it was out tech tested it and appeared ok, but that was not something that they did while inside the patient nor did they use the stapler after the fact. A vascular reload was used, white or blue. Clips were used to take the vein and standard procedure was carried out to complete the case. There were no adverse consequences for the patient.